Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a damaged barrel assay, along with other damaged internal parts. It gives an alarms when turned on due to problems with the main board. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Health effect and evaluation codes: updated. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the plunger head feels loose. Broken carriage. Barrel clamp assembly was in good condition. Functional testing found the carriage and position pot tab were broken, found blank screen with constant alarm at power up. Replaced carriage, plunger tube and position pot. Uploaded software from base to head of the pump which cleared the problem. The root cause of the reported issue was found to be user interface - impact and incomplete software download from base to head of device by customer. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).